Manufacturer narrative:
Other, other text: b5: additional information received via email and attached 27/dec/2021: event occurred during testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Found a faulty downstream occlusion sensor during the investigation. The reported problem was fount in the event history log. The downstream occlusion sensor was replaced for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "cassette not attached properly. Rettach cassette" when it was attached to cassette. It is unknown if there was no patient, or clinician injury associated with this event.